Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device not working occurred. The sensor was inserted into the thigh, which is off label usage of the device on, (B)(6) 2022. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of the device not working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.